Event description:
Gulcebi, fatih, et al (2025). "Effects of electrode thickness on tricuspid regurgitation and radiation exposure in single-chamber implantable cardioverter defibrillators." Echocardiography, 2025; 42: e70275. Https://doi.org/10.1111/echo.70275. The above study examined whether changes in tricuspid regurgitation (tr) severity following single-chamber implantable cardioverter defibrillator (ICD) (vvi-ICD) implantation were influenced by lead diameter, as assessed with two-dimensional echocardiography. The study also explored the association between lead size, procedural duration, and fluoroscopic radiation exposure. The study enrolled 61 consecutive patients who underwent vvi-ICD implantation at a single institution between (B)(6) 2023 and (B)(6) 2024. Of these, 31 patients received 9f leads manufactured by boston scientific, while 30 patients were implanted with 7f leads from abbott laboratories. All implantations were carried out by a single experienced operator. Individuals with severe valvular stenosis or regurgitation, as well as those with previous tricuspid valve surgery, were excluded from participation. Echocardiographic assessments were performed one day before implantation (t0), one day after the procedure (t1), and at one-month follow-up (t2). Baseline clinical characteristics, medication profiles, and medical histories were systematically collected for all participants. The findings suggest that the use of smaller-diameter leads may lessen the likelihood of lead-associated worsening of tr. However, implantation of thinner leads appeared to be technically more demanding, leading to longer procedure times and greater radiation exposure. Future technological advancements may facilitate the development of slimmer leads that offer improved stability while simplifying implantation, potentially reducing both tr progression and radiation-related risks. In addition, emerging leadless pacing technologies currently under evaluation may eventually eliminate complications attributable to transvenous leads. Further large-scale prospective studies are warranted to validate and expand upon these observations.